Event description:
It was reported that the patient experienced a change in her therapeutic effect with pain in the pelvic floor and buttock, "feels like I was shot with an arrow in the rear end." If stimulation is programmed near pelvic, the patient had spasms due to exacerbation of irritable bowel syndrome. The patient also can't sit and draged her leg. The symptoms occurred following replacement of the ins, leads and extension (refer to manufacturer report 3004209178-2011-09080). It was also reported that there is an infection at the implantable neurostimulator (ins) incision site and the patient was on the third round of antibiotics. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-33 serial # (B)(4) implant: (B)(6) 2011 explant: unknown. Programmer 3037 serial# (B)(4).